Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02535.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2013-02535 and 1225714-2014-02536. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient's experience was sudden in nature, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.